Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding - major. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the access site bleeding - major was unable to be determined as limited clinical details were provided and no product was returned for review. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the impella access site. The patient received one unit of packed red blood cells to address the issue. The patient survived the procedure.